Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor touchscreen not working was not able to be reproduced. The returned system monitor (B)(6) was tested for several days and the reported touchscreen issue was not duplicated. The system monitor was recalibrated as a precaution. A full functional test was performed and the device passed all steps. The system monitor was returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor touchscreen was not working.